Event description:
A malfunction alarm identified as malf 24 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was instructed to switch to a backup insulin delivery method and cts arranged to send a replacement pump. The customer was also instructed on returning the malfunctioning pump and was informed about the availability of training for the updated software.